Manufacturer narrative:
The customer's meter and one test strip were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): returned strip qc 1: 3.1 inr, retention strips qc 2: 3.1 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 8:41 am the result from the meter was 4.6 inr. The customer stated that she took her meter to the laboratory and tested at the same time. At 8:41 the result laboratory was 3.2 inr. There was no adverse event. The result from the laboratory was believed to be accurate. The customer's condition was "stable". The customer's therapeutic range was 2.5 - 3.5 inr.